Event description:
It was reported there was a nonunion of a distal ulna fracture. It is unknown if the fracture is the patients right or left side. The patient was originally treated for a distal third radius and ulna fracture. During a routine follow-up on an unknown date, it was discovered via x-rays that the patients radius healed but the ulna did not. The surgeon explanted an lcp distal radius plate and four locking screws. The patient was re-implanted with another plate and a graft was taken from the hip to the ulna. The plate and screws will be returned. Patient was re-implanted with another plate and surgery was successfully completed. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
This part has been received; an evaluation is pending.

Manufacturer narrative:
A manufacturing evaluation was performed on the returned product. Visual examination revealed the screw has damage on the top of the screw head near the stardrive opening and also on the head threads. Additional specifications - material, overall length, head profile, head thread profile, thread profile, tip profile and presence of flutes were evaluated. The head thread profile could not be checked on this part due to damage. No issues were found on the features that could be evaluated. Since no issues were found during evaluation on features that could be checked this complaint is indeterminate from a manufacturing standpoint. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.